Manufacturer narrative:
(B)(4). Pt info: attempts to obtain patient information have been unsuccessful. No tests/laboratory data available. Other relevant history: no information available. Implant and explant dates(s): the implant or explant dates are not applicable to this device. Concomitant product(s): no information available. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria.

Event description:
This case was reviewed and investigated according to the manufacturer's policy. It was reported, after introduction of the manufacturer's device, in a very tortuous vessel, immediate dissection of the cx coronary artery and subsequent occlusion of the cx occurred. It was decided to immediately stent this artery, no measurements were performed. This was possibly due to the combowire. The patient recovered well and has no complaints. This adverse event is being reported because the patient's vessel was dissected while the manufacturer's device was in use and additional intervention was performed.